Event description:
Report of one documented and unknown number of other undocumented incidences of male adapters breaking off in the central line of a pt. In the documented incident, the nurse was straightening out IV lines on a pt immediately post-op open heart. The pt was receiving an unspecified dose of dopamine which was connected via the IV tubing to a 3-way stopcock to the pt access line. As the nurse was untangling the IV line, the male adapter broke off in the stopcock. The nurse either removed the piece of the male adapter or switched out the stopcock and changed the IV tubing to solve the problem. The blood pressure dropped "some" to an unspecified level during the change of tubing. Since an epinephrine drip was already running on the pt, the nurse increased the drip a small amount to maintain the pt's blood pressure. No pt harm was reported, pt now fine. Have had several other incidences of this same type but are undocumented, reporter not aware of any pt harm.